Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the intensive care unit (ICU) due to an unknown reason when no pacing therapy was observed. This subcutaneous implantable cardioverter defibrillator (s-ICD) does not provide pacing therapy; however, the caller was inquiring if there could be a device issue contributing to the reported clinical observation. A boston scientific technical services consultant reviewed the device data and identified a potential untreated episode which occurred one day post implant. There was no noise noted at discharge and no abnormalities were seen in the remote monitoring transmission data three weeks post implant. The patient will continue to be followed via remote monitoring. No additional adverse patient effects were reported.